Manufacturer narrative:
H10: a discussion with the supplier of the lithium batteries was held and the supplier has agreed to investigate the batteries. Due to the nature of the chemical element of lithium, shipment to the supplier is more complicated. Livanova is working through the logistics to either ship in a way compliant to the requirements for the contents or arrange for the vendor to come to acs where the battery is currently housed. An email was sent to the agency on 3 april, 2024. A supplier evaluation is still anticipated. An internal investigation and testing was performed and completed and it was found that attempting to install both batteries in the dock simultaneously and applying excessive force could create a condition where the batteries are canted and stuck in place. Attempts to remove batteries stuck in this condition would result in further damage to the packs. The location of damage observed on the returned battery packs is consistent with this scenario.

Manufacturer narrative:
A1.-a6. There was no patient involvement. D9. While device is available for return, it is currently unknown if it is safe to transport. H10. Livanova manufactures the lifesparc controller. The reported event occurred in winston-salem, north carolina. There was no report of patient injury. Through follow-up communication, livanova learned that the complained device along with the 2 unaffected batteries in the customer's possession were set aside and are not in use. Livanova has also been made aware that the fire department is putting together a more thorough investigation report, however this has not yet been provided. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. All tests and inspections were completed with passing results. In addition, it was found that four batteries have been shipped to this site (sns (B)(6)), all of which have a manufacturing date of december 14, 2020. It is unknown at this time which battery or batteries were involved in the event, however all batteries passed all testing during production. If any additional information relevant to the reported event is received, it will be provided in a supplemental report. H3 other text : device available for return, however currently unknown if device is safe to transport.

Event description:
On january 24, 2024, livanova received a report that a lifesparc dock caught fire during servicing. On (B)(6) 2024, two days prior to the event, the customer noted having difficulty with a stuck battery tab on a lifesparc dock loaner unit. The customer stated that the battery switch lever, which prevents both batteries from being removed at the same time, would not transition side to side and they indicated they had to force/jam the battery into the slot to get it in. This caused the batteries to go off track from the slots that normally guide the battery into place. On (B)(6) 2024, a livanova representative was called by the site to assess the issue. It was found that the batteries in the rear battery dock slots were canted diagonally off the guide track. The batteries were tightly lodged into each dedicated slot and the rep began to manipulate side to side to attempt to dislodge. While attempting to dislodge/remove the battery, it emitted a loud hissing sound followed by smoke, and immediately ignited. The dock caught fire with a large 1-1.5ft local flame which was reportedly emitted straight up from the dock itself. The device was quickly moved to a containment area and the fire was put out using a towel and fire extinguisher. During monitoring of the device after the initial fire, the battery in the controller reignited and was put out again with the extinguisher, at which point the fire was fully extinguished. The device was not in use at the time of the event, though it was plugged into the wall when the fire started. There was no injury as a result of the event. An investigation into the source of the ignition conducted by the fire department found that the lithium polymer (lipo) battery appeared swollen and confirmed that manipulation of the battery in the attempt to remove it from the dock caused a ¿thermal cross¿ and subsequent ignition. The fire department attempted to remove the batteries from the device but were unable to do so.

Manufacturer narrative:
B5. Originally, the fire department attempted to remove the batteries from the device but were unable to do so. When the device was received in pittsburgh for evaluation, the batteries were removed prior to shipment. It was confirmed and stated that the fire department was able to remove batteries prior to leaving the hospital as they thought it best to ¿separate¿ the affected batteries into a fire closet in another part of the hospital until we were able to collect them. D9. The device was returned for evaluation. An investigation is anticipated awaiting results. H10. The city of winston-salem fire department has conducted their own investigation. It was determined that the fire heat source was a chemical, natural heat source. The equipment power source was batteries of low voltage (< 50 volts). The cause of ignition was determined to be related to failure of equipment or heat source. A discussion with the supplier of the lithium batteries was held and the supplier has agreed to investigate the batteries. The batteries have been sent to the supplier for investigation.

Manufacturer narrative:
The device was returned to livanova pittsburgh for evaluation. A visual inspection was performed and no visible damage to the controller was identified. The controller was covered in residue, likely from the fire extinguisher which was deployed during the incident. The dock was also covered in residue and showed evidence of the fire in the battery box. Outside of the battery box, there was no visible damage to the dock other than normal cosmetic-level scratches. The dock battery box door was able to be fully closed. The right-side battery pack as received showed the crack in the outer case near the lcd as shown in the image provided with the complaint submission. Additionally, there were gouges in both sides of the outer casing in the area approximately 1¿ from the rightmost edge, which would correspond to the upper edge of the battery pack as it is installed in the dock. These gouges may have been caused by the fire department removing the battery pack after the incident. The electrical contacts on the battery pack were intact with no signs of thermal or mechanical damage. The left side battery pack as received had thermal damage to the case, with portions of 5 of the 6 cells in the pack exposed. A puncture was observed in the cell which was fully exposed. This puncture is in a location where the battery lock knob contacted and damaged the test battery packs which were installed simultaneously. Testing was also performed to attempt to duplicate the reported condition where the batteries were misaligned. Empty plastic shells with equivalent dimensions to battery packs were used for safety purposes so as to not potentially crush or puncture battery cells during testing. Testing was performed with all 9 enclosures with the battery pack held all the way to each side and the front/back of the enclosure during installation. In all cases, the battery correctly aligned to the electrical connector and there was no evidence of damage to the battery pack. Additional testing found that attempting to install both batteries in the dock simultaneously and applying excessive force could create a condition where the batteries are canted and stuck in place. Attempts to remove batteries stuck in this condition would result in further damage to the packs. The location of damage observed on the returned battery packs is consistent with this scenario. The batteries were sent to the supplier for an additional evaluation. Based on all information received and the supplier¿s internal in-line test data and documentation, the supplier is confident the four batteries involved were assembled to specification, with all appropriate safeties correctly implemented. After a review of the battery design, both mechanically and electrically, the supplier concluded the battery was designed with sufficient first level, second level, and third level (and beyond) safeties that could act to prevent/extinguish an event of this nature. It is evident the v-0 plastic performed as designed and prevented adding additional fuel to the fire. Outgoing battery data from the supplier's in-line tests confirmed the batteries left inspired energy within specification, both electronically and physically. Based on the statements provided by the livanova representative and customer, it appears the battery becoming stuck within the cavity of the lifesparc device, combined with the extraction method, is the root of what led to the electro-thermal event. The cause of this issue was that the livanova representative attempted to remove the batteries which had become lodged in the device by the customer. Based on testing, the batteries likely became lodged in place following an attempt by the user to install both batteries simultaneously using excessive force. The attempt to remove the batteries in this state caused a puncture in the lithium wall. The fire was a direct result of the attempt to remove the batteries that were stuck in place. In response to this event, livanova has updated the operations manual ((B)(4)) to clarify that excessive force should not be used when inserting the batteries, and simultaneous insertion should not be performed. The diagram in the manual was also updated to clarify how to properly insert and remove the batteries. Additionally, the risk documentation for this product (both (B)(4)) were updated to capture the fire/burn risk associated with improper battery insertion or removal. Livanova maintains and documents periodic customer event monitoring in order to evaluate actions for product improvement. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.